Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the lcx which was reported to be calcified with 99% stenosis. No abnormality was noted during preparation of the device. Difficulty was encountered during attempted delivery and as the physician was withdrawing the device in order to attempt ballooning again the stent dislodged. The stent was removed with a snare. Patient was to be brought back to rotablator the vessel. No clinical sequelae reported. Evaluation summary the distal tip was flared and damaged. Balloon folds were intact and crimping was still evident on the balloon .the proximal pillow was slightly bunched. The hypotube was kinked 5cm, 64cm, 87cm and 97cm distal to the strain relief and the distal shaft was slightly bunched 1.3cm proximal to the proximal inner marker band. The stent was not present on the balloon and was returned separately. Struts on the segments of one end are bunched and overlapping. Struts on the remaining segments are stretched, raised, damaged and deformed.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device-calcified with 99% stenosis. Inherent risk of procedure-failure to deliver the stent and stent embolization. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent and stent embolization. Device failure/lack of effectiveness related to patient condition-calcified with 99% stenosis. (B)(4).